Event description:
Tip broke off during procedure and retrieved by surgeon. Unclear if user technique or defect. Stryker pi drive plus spine 004 has been returned to stryker representative. No harm to patient. New device obtained and case continued without further incident.